Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for two patients' samples while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® 6800/8800 systems. The alleged samples initially generated a positive result for sars-cov-2. The same samples were retested on two different platforms (shimadzu inc and cepheid-genexpert), both of which yielded a negative result sars-cov-2. The negative results were reported out. No harm was alleged. Both alleged samples were tested in a single batch/run. Per FDA guidance, one batch MDR will be submitted to represent both samples on a single run. This will represent one event on a single device.

Manufacturer narrative:
An investigation concluded that there are a few plausible explanations for what the customer observed which are sample specific. The samples are generating results that indicate the samples are at lod in which results can be expected to vary upon repeat testing with roche or non-roche platforms. With samples at the lod it is possible for only 1 target to be detected and this is why there is a dual target design, in order to improve the detection of positive samples when near the lod. It is possible that there is a mutation present within one of the target sequences which will result in the dropout of a target and leads to the virus not being detected. The use of pbs as a collection media could be contributing to the discrepant results observed as it is known that pbs can interfere with complete, successful amplification. The last contributing factor is the differences in technology, in particular target sequences and/or sensitivity. Based on the data and information provided along with the investigation performed; there was no product problem or systemic issue identified. The discrepant results observed are sample/site specific. (B)(4).